Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll (B)(4); the reported malfunction was observed during review of the activity logs. However, the problem could not be duplicated. The device was put through extensive testing without duplicating the malfunction. The analog board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.